Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. Baxter has obtained a copy of the customers master drug library (mdl). It was observed that on the provided mdl, the auto lock feature for the pump keypad was not enabled. At this time, the date of event is unknown.

Event description:
It was reported that pumps are "locking up" during infusions and that the nurses have to enter the keypad lock code. The customer stated that there was no pt injury.